Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by visual examination of the device. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. One g7 neutral e1 liner 32mm c was returned and evaluated. Upon visual inspection the device was damaged on the lip with holes through the poly, the outside diameter shows impact marks, and the locking feature has been deformed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: foreign (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported that this e1 liner would not assemble with g7 acetabular shell. This surgery was finished with backup liner. No adverse events have bee reported as a result of this malfunction. No additional information is available.